Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed insulation damage based on the observation the lead tip and puncture hole were consistent with a backloaded guidewire escaping the lumen. Further, unintended user error was based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead.

Event description:
It was reported that this lead was not successfully implanted due to an unknown product performance issue. This lead was never in service. No adverse patient effects were reported. Additional information indicated that when physician was trying to back load a whisper wire during the implant, the wire protruded through the insulation.